Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery and sustained physical damage. The customer did not know the blood glucose reading. The customer stated that there was a chip at the back of the battery compartment, and she did not know how the damage had occurred. She did not recall ever dropping the insulin pump. The caller was advised that the device be replaced, so she declined troubleshooting for the no delivery alarm. Nothing further reported.